Event description:
It was reported that the patient experienced difficulty inflating this inflatable penile prosthesis (ipp) as the pump migrated up in the scrotum. A surgical procedure was performed to remove and replace the component. No patient complications were reported.